Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not working. The event was not related to surgery. There were no delays in the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed there was unusual noise, vibration, loud and thermistor failed due to a worn flex circuit. It was determined that the motor did run during repair; however, it was observed that the motor and flex circuit were heavily corroded built up from normal use over time which created the noise and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.